Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and tree electric shocks due to multiple episodes of an atrial arrhythmia that was undersensed. This device was reprogramed and it remains in service. No adverse patient effects were reported.